Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charge. Customer was able to use an alternate usb cable to charge the pump battery. Reportedly, customer also received an auto-off alarm. Customer alleged that there had been interaction prior to alarm. Customer¿s blood glucose level was 197 mg/dl.